Event description:
It was reported that prior to a thrombectomy and atherectomy procedure, the guidewire allegedly would not pass through the lumen of the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. A physical investigation was performed for the catheter. During physical investigation the test guide wire went through the catheter with strong resistance. After running in the water aspiration test performed, after approx. 30 second the guide wire started rotating with the helix. Slightly lower than nominal aspiration level was achieved. The tube and the helix were found kinked right at the handle. The guidewire was not received thus the investigation cannot be confirmed for the reported incompatibility issue. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2027) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.